Event description:
It was reported by the customer to health canada that "mechanical failure of right total hip arthroplasty from trunnionosis requiring reoperation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.